Event description:
The customer reported that the mx40 is displaying a speaking malfunction error message and is not producing any audio. At bench repair, no audio from the mx40 was found. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx40 is displaying a speaking malfunction error message and is not producing any audio. There was no patient involvement.